Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. On the same day the patient suffered right coronary artery intramural hematoma. A revascularization of the target vessel was carried out to treat in stent restenosis <(>&<)> acute thrombosis. Three resolute onyx stents were implanted in the rca. The patient recovered. The investigator has assessed that the event is unlikely to be related to the device and not related to antiplatelet/ anticoagulant medication.

Manufacturer narrative:
Additional information: the sponsor assessed the event as unlikely related to the device and not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that two resolute onyx devices were implanted in the rca during index procedure. The right coronary artery intramural hematoma event was then treated with two resolute onyx devices implanted in the target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the date MFR rec of regulatory rep #:9612164-2018-00643 should be 2020-06-16. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that intramural hematoma occlusion of the rca proximal and distal to the index stent was observed. Cec assessed mi as no event and the revascularisation as tlr pci clinically driven. The patient recovered. Age of patient also updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.